Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's driveline had poor integrity. Log file review captured pulsatility index (pi) events and routine power source changes. There were no alarms associated with any driveline conductor damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient¿s driveline had "poor integrity" could not be confirmed as no product was returned for evaluation and no photographs were provided by the account. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022. No notable events or alarms were captured. The pump appeared to function as intended, and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-60530, and no further related events have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for vad-60530 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no action was taken to treat the patient's driveline.